Event description:
Information received indicates the led is indicating that the bed is not grounded.

Manufacturer narrative:
The technician found the ground pin broken from the power cord plug. The technician replaced the power cord plug to repair the bed.